Event description:
It was reported to medtronic minimed that the customer received a pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor) 8 times in a row does not allow to rewind. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 43 alarms were found on 09/01/2025 05:52:33.000 through 09/01/2025 07:09:17.000, with several alarms noted. Line=752 file=121. During testing, no pump error 43 alarms were noted, however, during rewind, a persistent pump error 38 was encountered. Unit failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to constant pump error 38 during rewind. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded the motor home switch, causing the pump error 38 during rewind. Isolate to motor assembly. During visual inspection of electronic assembly, moisture damage was also noted on electronic assembly. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations were confirmed when pump error 43 alarms were noted in adapt, and when the unit was received with a constant pump error 38 during rewind, due to corroded motor home switch. Due to moisture damage, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-1885 will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - updated type of investigation, investigation findings, investigation conclusion codes. 3. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.